Event description:
It was reported via repair work order that the siderail was stuck in low height position due to damaged side rail release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.